Event description:
It was reported that the device lasted three and a half to four years and the physician was disenchanted with the short battery life. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead, (B)(6) 2007; 4076 implantable pacing lead, (B)(6) 2007. (B)(4).